Event description:
A malfunction alarm was reported during pumping, specifically alarm 20. The customer declined to answer whether the event caused blood glucose levels to exceed 500 mg/dl, so there is no reported impact to the customer¿s blood glucose level. The customer had reloaded the cartridge prior to contacting technical support, resolving the issue without further assistance.